Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h3, h7 and h9 were updated.

Event description:
It was reported that the superion indirect decompression system (ids) implant procedure was aborted because the patient's inferior spinous process did not allow the implant to stay seated. The physician assessed this may be due to the patient's anatomy or due to a possible spinous process fracture however, a fracture was unable to be confirmed. No further information was able to be obtained despite multiple good faith efforts.

Event description:
It was reported that the superion indirect decompression system (ids) implant procedure was aborted because the patient's inferior spinous process did not allow the implant to stay seated. The physician assessed this may be due to the patient's anatomy or due to a possible spinous process fracture however, a fracture was unable to be confirmed. No further information was able to be obtained despite multiple good faith efforts.